Manufacturer narrative:
Findings: pump was received with a33 error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to protruded/loose drive support disk. Unit had cracked case at display window corner, minor scratched lcd window, broken reservoir tube lip and missing endcap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated they are unable to exit the preparing to prime loop. The customer was advised to hold down act until they receive 2nd series of beeps and/ or numbers appear on the display. Customer did not receive number nor beeps. The customer stated that drive support cap is flush. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.